Event description:
This report summarizes 1 malfunction event, where it was reported there was a false latch of the siderail. There was no patient involvement.

Manufacturer narrative:
Through investigation of the final device it was determined that the device did not experience false latch of the siderail, but rather the siderail was difficult to unlock/lock, which is not reportable. The summary report has been updated to indicate only 1 device experienced the reported malfunction.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was a false latch of the siderail. There was no patient involvement.